Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), fallopian tube perforation ("perforation (fallopian tubes)"), intestinal perforation ("perforation (other): bowel"), bladder perforation ("perforation (other): bladder") and device expulsion ("migration of essure device: in uterine cavity") in a 29-year-old female patient who had essure (batch no. E36580) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("excessive cramping"), back pain ("back pain"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("vaginal bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse)"), oligomenorrhoea ("sporadic menstrual cycle"), arthralgia ("joint pain"), urinary tract infection ("urinary tract infection"), headache ("headache"), feeling abnormal ("brain fog"), fatigue ("fatigue") and nausea ("nausea"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), intestinal perforation (seriousness criteria medically significant and intervention required), bladder perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), uterine prolapse ("uterine prolapse"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), migraine ("migraines"), weight decreased ("weight loss"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fallopian tube perforation, intestinal perforation, bladder perforation, device expulsion, uterine prolapse, abdominal pain lower, back pain, abdominal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, oligomenorrhoea, arthralgia, urinary tract infection, migraine, headache, feeling abnormal, fatigue, nausea, weight decreased, anxiety and depression outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, back pain, bladder perforation, depression, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, headache, intestinal perforation, menorrhagia, migraine, nausea, oligomenorrhoea, pelvic pain, urinary tract infection, uterine prolapse, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: findings: essure coil removed from left tube, right coil found in uterine body/cornua. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: did not tell about the device being in place quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-aug-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), fallopian tube perforation ("perforation (fallopian tubes)"), intestinal perforation ("perforation (other): bowel"), bladder perforation ("perforation (other): bladder") and device expulsion ("migration of essure device: in uterine cavity") in a 29-year-old female patient who had essure (batch no. E36580) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("excessive cramping"), back pain ("back pain"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("vaginal bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse)"), oligomenorrhoea ("sporadic menstrual cycle"), arthralgia ("joint pain"), urinary tract infection ("urinary tract infection"), headache ("headache"), feeling abnormal ("brain fog"), fatigue ("fatigue") and nausea ("nausea"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), intestinal perforation (seriousness criteria medically significant and intervention required), bladder perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), uterine prolapse ("uterine prolapse"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), migraine ("migraines"), weight decreased ("weight loss"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fallopian tube perforation, intestinal perforation, bladder perforation, device expulsion, uterine prolapse, abdominal pain lower, back pain, abdominal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, oligomenorrhoea, arthralgia, urinary tract infection, migraine, headache, feeling abnormal, fatigue, nausea, weight decreased, anxiety and depression outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, back pain, bladder perforation, depression, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, headache, intestinal perforation, menorrhagia, migraine, nausea, oligomenorrhoea, pelvic pain, urinary tract infection, uterine prolapse, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: findings: essure coil removed from left tube, right coil found in uterine body/cornua. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: did not tell about the device being in place. Most recent follow-up information incorporated above includes: on 4-apr-2018: pfs and medical record received: lot number, reporter information, product information and events - perforation (fallopian tubes), perforation (other): bowel, bladder, migration of essure device: in uterine cavity, menorrhagia, weight loss, depression, uterine prolapse, anxiety, dysmenorrhea, migraines were added. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), fallopian tube perforation ('perforation (fallopian tubes) / migration'), intestinal perforation ('perforation (other): bowel'), bladder perforation ('perforation (other): bladder') and device expulsion ('migration of essure device: in uterine cavity') in a 29-year-old female patient who had essure (batch no. E36580) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nuvaring from 2014 to 2016. Concurrent conditions included body mass index normal. On (B)(6)2017, the patient had essure inserted. In 2017, the patient experienced abdominal pain lower ("excessive cramping"), vaginal haemorrhage ("vaginal bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse)"), oligomenorrhoea ("sporadic menstrual cycle"), urinary tract infection ("urinary tract infection"), headache ("headache"), feeling abnormal ("brain fog"), fatigue ("fatigue") and nausea ("nausea"). In (B)(6)2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea") and arthralgia ("joint pain"). In (B)(6)2017, the patient experienced anxiety ("anxiety") and depression ("depression"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), intestinal perforation (seriousness criteria medically significant and intervention required), bladder perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), uterine prolapse ("uterine prolapse"), menorrhagia ("menorrhagia /menorrhagia (heavy menstrual bleeding)"), migraine ("migraines") and systemic lupus erythematosus ("autoimmune disorder type of disorder: lupus") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, fallopian tube perforation, intestinal perforation, bladder perforation, device expulsion, uterine prolapse, abdominal pain lower, back pain, abdominal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, oligomenorrhoea, arthralgia, urinary tract infection, feeling abnormal, fatigue, nausea, anxiety, depression and systemic lupus erythematosus outcome was unknown and the migraine, headache and weight decreased had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, back pain, bladder perforation, depression, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, headache, intestinal perforation, menorrhagia, migraine, nausea, oligomenorrhoea, pelvic pain, systemic lupus erythematosus, urinary tract infection, uterine prolapse, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: findings: essure coil removed from left tube, right coil found in uterine body/cornua. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Hysterosalpingogram - on an unknown date: unilateral occlusion (left tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-dec-2019: pfs received. Plaintiff's information updated. New event lupus added. Outcome of the event weight loss and migraine updated. Historical drug added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2017, the patient had essure inserted. In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), back pain ("back pain"), arthralgia ("joint pain"), vaginal haemorrhage ("vaginal bleeding"), oligomenorrhoea ("sporadic menstrual cycle"), abdominal pain lower ("excessive cramping"), headache ("headache"), feeling abnormal ("brain fog"), fatigue ("fatigue"), nausea ("nausea") and urinary tract infection ("urinary tract infection"). The patient was treated with surgery (salpingectomy to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, back pain, arthralgia, vaginal haemorrhage, oligomenorrhoea, abdominal pain lower, headache, feeling abnormal, fatigue, nausea and urinary tract infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, dyspareunia, fatigue, feeling abnormal, headache, nausea, oligomenorrhoea, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.